Event description:
A home pt's nurse contacted baxter's product surveillance department to report an incident of fluid leakage from a pt line extension set during the home pt's automated peritoneal dialysis therapy. Reportedly, the home pt discontinued treatment after noting the leak and setup with all new supplies to complete therapy. The following day the home pt was treated with prophylactic antibiotics. No pt injury was associated with this incident, per the home pt's nurse.